Event description:
Reservoir door was loose and opened by itself several times. Also it was stated that the customer was hospitalized for low bgs because of extra insulin. Bgs were treated with glucose and food. Customer could not perform any toubleshooting at the time of call and referred to a back up plan.